Manufacturer narrative:
Approximate age of device ¿ 2 years and 1 month. The event occurred at (B)(6) hospital (B)(6). The patient remains ongoing on lvad support with the device and a non-grounded patient cable for use with the power module. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that driveline disconnect and pump off alarms were noted during review of the device history. The patient denied any physical driveline disconnection. The patient was hemodynamically stable and asymptomatic. The system controller log file reviewed by the manufacturer¿s technical services showed multiple pump stoppages and low speed operation events that only appeared to be occurring while the lvad was connected to the power module. Submitted x-ray images were unremarkable. A non-grounded patient cable for use with the power module was requested for the patient. It was reported that the patient would be under observation. No additional information was provided.